Event description:
There was a mock code on a simulation manikin. A philips mrx monitor/defibrillator was used to shock the manikin using phillips adult defibrillator pads (electrodes). The mrx defibrillator was placed in the AED mode to shock an arrest. "Shock advised" was announced from the mrx defibrillator. Then the AED says to press the orange button. The defibrillator stated the "shock not delivered." Opened a new set of AED pads. Tried same procedure twice with same results. For the next mock code, we used a set of competitor's adult pads (defibrillator electrodes) and had no issues. Retested the same philips pads later in the day and received "shock not delivered," result again.manufacturer response for electrodes, defibrillator, multifunction, heartstart: none as of yet.